Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly and performing other unrelated repair, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer sent in their device to the third-party service agent for repair as they observed that the device had illuminated its service led. Upon initial evaluation by the third-party service agent, it was observed that the device logged an event code in its memory and had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform which resulted in the defibrillator output energy being reduced from the selected energy level. There was no patient use associated with the reported event.

Event description:
The customer sent in their device to the third-party service agent for repair as they observed that the device had illuminated its service led. Upon initial evaluation by the third-party service agent, it was observed that the device logged an event code in its memory and had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform which resulted in the defibrillator output energy being reduced from the selected energy level. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control failure analysis center further evaluated the removed therapy pcb assembly. The cause of the reported issue was determined to be due to shorted pins 5 and 9 on diode, designator cr30, on the therapy pcb assembly. This resulted in the device to log an event code and the negative portion of the biphasic waveform to be missing.